Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as little red dots that were itchy and very dry. On (B)(6) 2016, the patient saw a nurse practitioner regarding the reaction to the sensor. The patient was prescribed cortisone cream. Date of nurse consultation is an approximation. The affected area was treated with the prescribed cortisone cream. At the time of contact, the patient was fine. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.